Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that the force sensor resistance reading was out of calibration. Evaluation also revealed a misaligned display screen. Review of the pump history revealed several loss of prime warnings associated with zero force but could not be duplicated during evaluation.

Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration.